Manufacturer narrative:
Investigation found that the device never activated. During testing, high resistance was noticed when attempting to fill the reservoir. The reservoir could not be filled because the clutch spring was engaged. Although the device ran 0 pulses, the clutch spring was already tightened around the tube nut, coupling it to the ratchet gear, which prevented the plunger from rising during fill. Because the plunger could not rise, the fill rod was unable to short the fill sensors in order to activate the device. During the investigation, leaking from the fill port occurred because the plunger would not rise due to the clutch spring engagement. The back pressure continued to increase during fill until it became so high that fluid released from the fill port. No other leaks were found in the fluid path. Although the reservoir could not be filled due to the engaged clutch spring, the device was manually activated by shorting the fill sensor springs and the device functioned as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 270 mg/dl, while wearing the pod. Insulin was noticed leaking out during fill.